Manufacturer narrative:
Intuvie received a report from the customer indicating that the pump underwent routine preventive maintenance (pm) at mckesson and was found to have a bad battery. The pump was returned to intuvie for evaluation. During device testing, the pump failed the 30 psi occlusion pressure test, recording a pressure of 21.600 psi, which is below the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 241 to 248. Following recalibration, the device passed the 30 psi occlusion pressure test at 23.260 psi, which is within specification. CAPA: zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from the customer indicating that the pump underwent routine preventive maintenance (pm) at mckesson and was found to have a bad battery. The pump was returned to intuvie for evaluation. During device testing, the pump failed the 30 psi occlusion pressure test, recording a pressure of 21.600 psi, which is below the acceptable range of 22 to 38 psi. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 241 to 248. Following recalibration, the device passed the 30 psi occlusion pressure test at 23.260 psi, which is within specification. No patient involvement was reported.